Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The device is part of the advisory for this model.

Event description:
It was reported the patient had (B)(6) sepsis and endocarditis. It was also reported a small area of the pectoralis muscle was grossly infected and necrotic. The device and leads were extracted. No further patient complications were reported as a result of this event.